Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01april2019. (B)(4). Phone number not provided. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the unit had a battery failure. The device was in use at the time of the event; however, there was no patient harm. Event date not specified, estimate used.

Manufacturer narrative:
Date rec¿d by MFR : 27jun2019, date of report : 27jun2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse recommended that the customer replace the battery and provided the customer with replacement part information. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.